Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance  of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that a controller fault alarm had occurred. The controller fault alarm indicates a failure in the automatic power sw itch circuit. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The confirmed malfunction is related to the reported event.  The controller fault alarm most likely is due to a leaky diode on the automatic power switch circuit of the controller. This issue is being addressed by an internal investigation. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller had a controller fault alarm. The controller was replaced. No patient complications have been reported as a result of this event.